Event description:
While performing a crown prep on tooth #29, the handpiece got hot and burned the patient's lip at the right corner of the patient's mouth. The burn was the size of the handpiece backcap.